Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 6.2 mcg/day) via an implanted pump. The indication for use was intractable spasticity. It was reported the pump rubs against the patient's iliac crest causing discomfort and they no longer wanted to have it implanted. The neurosurgeon plans to leave the existing catheter implanted due to patient's spinal fusion, in event the patient decides they want another pump implanted at a future date. There were no environmental/external/patient factors that may have led or contributed to the issue. The max infusion rate was 268 mcg/day on (B)(6) 2018 and the infusion rate had slowly been weaned down over the subsequent months. It was noted the patient's spasticity was being managed well with oral antispasmodics but the issue was not resolved. The medications the patient was on were advil prn, albuterol inhaler, oral baclofen, ciprodex eye drops, chlorzepate, diastat rs, diazepam, dulcolax rs, eryped, erythromycin, flovent inhaler. Fluoxetine, gabapentin, keppra, miralax, oxycodone, and a ventolin inhaler. Surgery was scheduled for (B)(6) 2019. The patient's weight was 28 kg. It was further reported the pump had been explanted and would be shipped back to the manufacture. Analysis is not requested, but they will have the pump if something comes up.

Manufacturer narrative:
Removed adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2020-02-10 15:06:45 cst pli# 10 product ID# 8637-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 8780, serial# (B)(4), product type catheter. The pump was returned, and analysis no anomalies. The catheter was returned, and analysis found damage to the transition tube. If information is provided in the future, a supplemental report will be issued.